Manufacturer narrative:
This report is submitted on december 27, 2021.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient was placed under general anesthesia (specific date not reported) in order to replace the abutment.